Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "the infusion pump advanced the patient's chemotherapy by 3 hours according to the nurse. She reported that the schedule for the medication was to infuse until 7 pm."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation: through visual inspection of the equipment, natural signs of use were observed. The user did not inform the date of the adverse event occurrence and the programming that was in use. However, we analyzed the last programming recorded in the usage history on (B)(6) 2024. The user programmed a volume of 583.8 ml to be infused over 46 hours, resulting in a flow rate of 12.7 ml/h. It was possible to identify, through the equipment's usage history, that the infusion started at 20:08:15 and stopped at 20:08:23 on (B)(6) 2024. Additionally, the programming was restarted at 20:08:36 and stopped at 14:53:00 on (B)(6) 2024, due to the equipment detecting air in the line at 14:52:59. Minutes later, the user deactivated the alarm with a total infused volume of 541.6 ml. It is worth noting that the total infusion time recorded in the usage history was 42h44min32, and it occurred exactly according to the programming and actions performed by the user. The equipment was subjected to a functional performance test with a programming similar to that performed by the user, in order to verify possible infusion errors. The functional test result showed that the equipment is infusing correctly and precisely, and therefore, the complaint was not confirmed. All information was recorded in a global customer complaint database and will be used for trend analysis.